Manufacturer narrative:
(B)(4). Approximate age of device - 53 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had presented approximately three weeks earlier with anemia requiring transfusion, and suspected gastrointestinal bleeding (gi); however, the source of the suspected gi bleed was not confirmed. It was reported that the suspected gi bleeding resolved after the anticoagulation goal was decreased and medications were adjusted. The patient received two units of packed red blood cells for treatment. The patient¿s inr had decreased to 1.4 on (B)(6) 2016, and it was reported that the lactate dehydrogenase (ldh) was elevated at 241 u/l and that the plasma free hemoglobin (pfhg) was elevated to 32 g/dl. The patient was otherwise was asymptomatic. The patient was admitted and a heparin infusion was started. Log files were submitted to the technical services representative for review, and confirmed elevated pump parameter readings. It was further reported that the patient remained asymptomatic of heart failure, and that the ldh and pfhg were trending down. However, the lvad parameters continued to be elevated, and lab work was significant for spike in pghg to 70 g/dl. The lvad clinician reported that they suspected outflow graft occlusion. The patient was transferred to the intensive care unit where one dose of tissue plasminogen (tpa) was administered. As of (B)(6) 2017, it was reported that the patient was doing well and had been discharged home. No additional information was provided.

Manufacturer narrative:
Corrected data: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding elevated pump parameters could not be conclusively determined. The instructions for use list bleeding and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.